Event description:
It was reported that during hysteromyomectomy surgery the pt was given an autologous transfusion through the device. At the start of the transfusion the patient's blood pressure was 111/58 mmhg, spo2 100% and airway pressure at 14. Five minutes later spo2 suddenly dropped 90% and airway pressure increased to 30. Manual ventilation was conducted at fio2 1.0 and spo2 recovered to 100% 1 min later. Forced ventilation was then started and spo2 dropped again to 94. Manual ventilation was conducted since the patient's blood pressure and pulse rate decreased to 74/34 and 55, respectively. Ephedrine (i.v., 8 mg), aminophylline (250 mg) and methylprednisolone sodium succinate (125 mg) were added to 100 ml of acetated ringer's solution which remained in the transfusion bottle for administration by drop infusion. The patient's blood pressure recovered to 104/45. The patient was allowed to recover from anesthesia since surgery was finished. After reversal, no abnormality was seen in spontaneous respiration, vital signs, etc. Twenty minutes later when anesthesia was discontinued, the patient's blood pressure was 126/58, pulse rate was 78, spo2 was 100%, and temperature was 36.5 degrees celsius. No marked change was noted afterward.